Event description:
Procedure: cosmetic. According to the reporter: the customer reports that the thread got out of the needle. The incident happened many times over the past few weeks, and always from the same lot number. One needle remained in the abdominal part of the pt. Add'l info requested.

Manufacturer narrative:
(B)(4).